Event description:
Caller reported a malfunction on the pump, identified as malfunction 9. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and it was confirmed that the same issue did not recur after the reset. Customer was advised to continue using the pump and to call back if the malfunction reappears, which the caller acknowledged and understood.